Event description:
Customer allegedly was driving the chair up the ramp and halfway up the ramp, the chair stopped and turned sideways. Customer also stated the ramp may have been slippery due to a storm. Customer also alleges the chair dies sometimes at the end of the driveway. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsr, serial number/date code, and age of product are unknown. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that when driving up the ramp to his home, the chair allegedly stopped and began to roll back down the ramp, turning sideways. The consumer allegedly fell out of the tdxsr power chair on the ramp. The consumer stated that the ramp may have been slippery due to a storm. Page 17 of the owner's manual states a warning, "do not attempt to move up or down an incline with water, ice or oil film". It is unknown if the consumer was wearing their seat positioning strap. Page 19 of the owner's manuel states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads, such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". The consumer was seen by a doctor due to bruises and bleeding from the mouth.